Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg over 500 mg/dl). Tandem clinical diabetes specialist recommended the customer not use the pump for insulin therapy. Contact did not provide further information. Tandem technical support attempted to contact the customer multiple times to obtain additional information; however, the customer did not reply.